Event description:
It was reported that the patient was in the hospital recovering from an aortic surgery. Upon device interrogation, the right ventricular lead exhibited loss of capture. The patient reported feeling dizzy; the nursing staff believed dizziness might be correlated with medication changes. The device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Correction ¿ the awareness date should have been (B)(6) 2018 rather than (B)(6) 2018 on the initial MDR.

Event description:
New information noted that the patient presented in the clinic on (B)(6) 2018 and it was noted that the lead continued to exhibit intermittent loss of capture. The device was reprogrammed; as the patient was not dependent the physician elected to wait for lead revision. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition.